Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level of 467 mg/dl. Customer was treated with insulin syringe. Customer had blood glucose level of 457 mg/dl. Customer declined to check air bubbles and leak. Customer stated that the insulin pump had insulin flow block alarm. It was unknown that if the insulin pump was in auto mode at the time of the incident. Customer stated that the cannula was bent. The insulin pump will not be returned for analysis.